Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. The insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she has experienced low and high blood glucose. The customer stated that the insulin pump has a large crack going from the reservoir compartment to the act button, a small crack on the bottom on the screen and the another crack on the top of the screen near the up bottom. The customer had high blood glucose over 600 mg/dl and was vomiting. The customer did not know how the damage occurred. She declined troubleshooting for high or low blood glucose due to the device being replaced. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.